Event description:
On (B)(6), an amazon customer commented that the product was not accurate. The customer said that these tests do not seem as accurate as others on the market, as both negative and positive test results came from the same test pack. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent. Therefore, we don't know which test result was correct between negative and positive.